Manufacturer narrative:
The calibration was acceptable. The qc was out of range on the date of the event. The alarm trace showed a "sample short alarm" on the date before the event. Several "qc out of range" alarms were noted surrounding the event. The field service representative inspected the analyzer and found no cause for the event. He checked the dilution vessel and electrodes for salt buildup. He cleaned any salt that was present. He performed tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results for 3 patient samples on a cobas c 303 analytical unit. Sample 1: the initial na result was 148.8 mmol/l and the repeated result was 137.3 mmol/l. Sample 2: the initial na result was 153.4 mmol/l and the repeated result was 140.1 mmol/l. Sample 3: the initial na result was 142.2 mmol/l and the repeated result was 131.4 mmol/l. The questionable results were reported outside the laboratory. The staff noticed the high na results and repeated the samples. The repeated results were believed to be correct.